Event description:
Baxter (B)(4) received a report that a 0.5 ml/hr infusor overinfused during patient use. The total fill volume of 53 ml was infused over the course of 49.5 hours rather than 106 hours. This implies a 1.07 ml/hr flow rate, which is 214% of the expected flow rate. The device was filled with a solution of 8 ml of morphine hydrochloride and 45 ml of saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: additional information was received on 7 feb 2012 and indicates: a pharmacist reported the adverse event. On (B)(6) 2011, infusor therapy was started. On (B)(6) 2011, a depressed level of consciousness was noted. The respiratory rate was 7-8 respirations per minute. The saturated oxygen level (spo2) was 91 to 97%. On (B)(6) 2011, the decreased level of consciousness was noted to increase. The following morning apnea was noted. The pharmacist assessed the event as serious and thought the event was likely related to the infusor. Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. A functional flow test was performed on the sample for 48 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated basal flow rate = 0.4699 ml/hr, calculated bolus flow rate = 0.4866 ml/hr, normalized basal flow rate = 0.4816 ml/hr, normalized bolus flow rate = 0.4987 ml/hr, specification range = 0.4375 - 0.5625 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. .